Manufacturer narrative:
Conclusion: data analysis performed by staar japan determined that the performance of the preloaded injector system degraded with aging after sterilization and this is more frequent in low diopters (12.5d-16.0d). In addition, the mechanism of the irregularity (lens does not travel as intended) was identified. The key findings was the nature of the lens per different diopter sizes. The low diopter lenses (12.5d-16.0d) contact more on the bottom and ceiling of the cartridge compared to the medium and high diopter lenses. Therefore, it is concluded that the root cause of this nonconformity is the design of the product. (B)(4).

Event description:
The reporter indicated the surgeon attempted to use a ks-ni2 aq310ain 19.5d preloaded injector. While setting the injector, the lens rotated towards the left in the injector. The rod goes towards the right and lens becomes stuck. No patient contact. Cause of incident is unknown.

Manufacturer narrative:
(B)(4). Not implanted. No patient contact. Evaluation method: device work order search. Results: device work order search: a device work order search was performed and no similar complaint was found. Conclusion: conclusion not yet available. Evaluation is in progress. A current investigation involving malfunctions on pre-loaded injectors is ongoing. (B)(4).